Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a system leak verification: pressure drop over 10s test step during final testing. The muffler assembly was replaced to resolve the issue. Final testing was performed after the replacements and the unit passed. Additionally, the air inlet foam filter and particle filter were replaced to prevent failure.

Manufacturer narrative:
The manufacturer previously reported that a trilogy evo ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a system leak verification: pressure drop over 10s test step during final testing. The muffler assembly was replaced to resolve the issue. Final testing was performed after the replacements and the unit passed. Additionally, the air inlet foam filter and particle filter were replaced to prevent failure. The trilogy evo muffler assembly was sent to the product investigation lab (pil) for further testing. Pil installed the trilogy evo muffler assembly on the trilogy evo stb and then tested the muffler on the pil trilogy evo multifunctional test station for leak verification and passed all testing. Pil concluded that the trilogy evo muffler assembly operates as designed. No further investigation is required.